Event description:
It was reported, it was observed during a surgical procedure that the surgeon had problems with the target device. He stated that the distal drilling failed. Finally, he completed the surgery by using freehand-locking.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.